Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for damage to vessel during insertion was confirmed with other empirical evidence. No manufacturing non-conformities were identified. The available information suggests that the re-attempt to place the wire and re-insert the delivery system (ds) may have contributed to the reported event. However, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
Additional h6 health effect- impact code is: cancelled/aborted surgical procedure the manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque procedure in tricuspid position where during the procedure, initial wire placement was not optimal, leading to capsule edge being very atrial. A second attempt at wire placement was obtained, delivery system (ds) was not fully inserted, and it was noted that mean blood pressure (bp) was low. Ds was removed and upon investigation, a tear was found in the femoral vein. The procedure was aborted, patient received a stent and was taken to another room. The patient was doing well and was extubated with no issues. The implanting physician noted no resistance upon ds insertion.